Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a stago method. At 1:55 pm, the laboratory result was 1.6inr. The meter result was 2.6 inr. The results were obtained less than 4 hours apart. On (B)(6) 2022, the laboratory result was 2.6 inr at 12:51 pm. The laboratory result was originally alleged as being 2.4 inr. However the patient's nurse clarified the laboratory result was actually 2.6 inr. The meter result was 3.4 inr at 4:46 pm. The patient's therapeutic range is 2.0-3.0 inr. The patient tests weekly.

Manufacturer narrative:
Occupation is patient/consumer. The patient's meter and test strips were requested and provided for investigation where they were tested using retention controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.